Event description:
Additional information received indicates that during the implant procedure the right ventricular (rv) lead exhibited high capture threshold.

Event description:
It was reported that during an implant procedure that the pacing parameters were abnormal on the right ventricular (rv) lead. It was noted that there was high pacing impedance on the rv lead. After multiple attempts the rv lead helix was unable to be extended. The rv lead was not used and the physician elected to use another rv lead to complete the procedure. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue, high capture thresholds and high pacing impedance. The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported events of high capture thresholds and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.